Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1627401) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 5f vascular closure device plug (sealant) appeared to be stuck inside the white portion (advancer tube). The device was inserted into the procedural sheath and the balloon was inflated. The device was pulled back and the green shuttle was advanced down. When the deployer withdrew the sheath from the tissue tract, the advancer tube and sealant failed to stay down. Manual compression was applied for an unknown duration to achieved hemostasis without any problems noted. The patient was not harmed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Device available for evaluation: was updated. Device evaluated by manufacturer: was updated. (B)(4). Result code(s): updated. Conclusion code(s): updated. Device evaluation is being provided. The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was pulled back but no engaged to the black handle. The sealant and advancer tube were found in the manufactured position as received. The condition of the returned device indicates an incomplete engagement of the advancer tube. During investigation, shuttle down procedure was simulated and the advancer tube was properly engaged to the proximal tamp lock. The tamp locks and the advancer tube were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the tamp locks. The catheter and shuttle cartridge were also inspected for anomalies that may have caused or contributed to the reported incident. No damages or anomalies were observed. The advancer tube's length, distance from the catheter's distal tip to the proximal tamp lock's distal end and distance between the proximal and distal tamp locks were also measured and noted to be within specification. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynx instructions for use (IFU), if the shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the IFU.